Event description:
A malfunction was reported. There was no adverse impact to the customer's blood glucose level. The customer planned to use manual insulin injections as a backup to ensure continuous insulin delivery.